Event description:
It was reported that a patient presented with over-sensing of noise noted on the right ventricular lead resulting in inappropriate shock. The lead was capped and replaced on (B)(6) 2026. No lead anomalies were alleged buy the physician. No adverse patient consequences were reported.